Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose levels were elevated (321 mg/dl) with moderate ketones. Customer treated elevated levels with the pump and manual insulin injection. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to change infusion site and consult with health care provider.